Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacturer date monitor: 08/02/2016. Electrode belt: 06/16/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 at approximately 18:00:00. The patient was reportedly fell unconscious and the device started to alarm and delivered treatments. It was reported that the patient was covid-19 positive. It was also reported that the patient experienced an appropriate treatment event consisting of five shocks. The patient experienced appropriate treatment one at 18:04:14. The patient's rhythm was ventricular tachycardia (vt) at 270 bpm and the post-shock rhythm was bradycardia at 30 bpm. The lifevest delivered a second appropriate treatment at 18:04:44 while the patient's rhythm was vt at 160bpm, but the treatment was unable to convert the arrythmia and the post shock rhythm was also vt at 160 bpm. Appropriate treatment three occurred at 18:05:11 while the patient's rhythm was vt at 160 bpm, but the treatment was unable to convert the arrhythmia.  The patient's post-shock rhythm was vt at 200 bpm. Treatment four occurred at 18:05:39. The patient's rhythm at the time of the treatment was vt at 170 bpm, but the treatment was unable to convert the arrythmia, and the post-shock rhythm was vt at 240 bpm. At 18:06:06, the patient experienced a fifth treatment event. The patient's rhythm at the time of the treatment was vt at 220 bpm, but the treatment was unable to convert the arrhythmia and the post-shock rhythm was vt at 200 bpm degrading to asystole which then transitioned to an idioventricular rhythm at 30 bpm. The patient was in vt at 200 bpm degrading to asystole transitioning to an idioventricular rhythm at 30 bpm with motion artifact and electrode lead fall off from approximately 18:06:06 until the device shutdown at 18:25:35 on (B)(6) 2020.